Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have vitamin d decreased ("extremely low vitamin d") and experienced gingivitis ("gingivitis"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, vitamin d decreased and gingivitis outcome was unknown. The reporter considered gingivitis, medical device removal and vitamin d decreased to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: new events low vitamin d and gingivitis and medical history updated on 20-mar-2020: process with follow up 1. On 20-mar-2020: process with follow up 1. On 20-mar-2020: process with follow up 1. On 18-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.